Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the patient had increased runs of ventricular tachycardia which required more support. Additionally, purge blocked alarm occurred. Tissue plasminogen activator (tpa) protocol was initiated and purge flow returned to within normal limits after 20 hours of tpa protocol. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of high purge pressure and vf/vt/af/at has been completed. The impella device was not returned for evaluation. High purge pressure: data logs were returned and there were no suction alarms or motor current spikes prior to the high purge pressure alarms. The purge pressure was seen rising gradually over the span of 10 minutes. The pressure reached 1080mmhg and triggered the high purge pressure alarms and purge system blocked alarms. As per the clinical information, tissue plasminogen activator (tpa) protocol was initiated which helped return the purge flow to normal. These symptoms are similar to that of biomaterial buildup. Therefore, the root cause of the high purge pressure issue was most likely biomaterial buildup. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-18400 in accordance with updated procedures.